Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker was implanted on (B)(6) 2020. Displacement of the atrial lead was confirmed with radioscopy; therefore, a reintervention was performed on (B)(6) 2020. The physician disconnected the leads from the subject pacemaker, repositioned the atrial lead, but had a problem when she tried to connect the atrial lead back into the pacemaker. It was possible to turn the setscrew, but the setscrew did not tighten the lead.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject pacemaker was implanted on (B)(6) 2020. Displacement of the atrial lead was confirmed with radioscopy. Therefore, a reintervention was performed on (B)(6) 2020. The physician disconnected the leads from the subject pacemaker, repositioned the atrial lead, but had a problem when she tried to connect the atrial lead back into the pacemaker. It was possible to turn the setscrew, but the setscrew did not tighten the lead.